Manufacturer narrative:
The sterilization records could not be reviewed as the serial number and lot number were unknown.

Event description:
It was reported that the patient presented to the hospital with infection, wound dehiscence and erosion at the device site. The infection was not associated with any abbott product and/or procedure. The vegetation was noted on the both leads. The pacemaker, right atrial lead and right ventricular lead were explanted. The patient was in stable condition throughout the procedure.